Manufacturer narrative:
The investigation has been completed. A device history record (DHR) review was performed and found no non-conformances that would cause the reported malfunction. All records indicate that the device was manufactured in accordance with all applicable procedures. The instructions for use (IFU) states: ¿remove the transducer connector cap and inspect the plug pins, cord, and transducer body for mechanical damage (bent pins, cracks, etc.).¿ the root cause could not be conclusively determined. Probable causes that could have led to the reported event include damage or unauthorized repair which may have periodically present the reported symptoms.

Manufacturer narrative:
The device was returned to olympus for evaluation. During the evaluation, the reported issue was not confirmed as the device gave no fault error. During a visual inspection of the device; it was observed that the transducer receptable was misaligned. The unit was reassembled and tested. No other issues were found during the inspection. If additional information is provided a supplemental report will be filed.

Event description:
A user facility reported a faulty system error code during tuning process of a cyberwand. No patient involvement or injury was reported. No additional information was obtained.